Event description:
It was reported that the patient was seen with high impedance. It was indicated that the patient has been sent for x-rays and that the physician would like to refer for revision but the patient is resisting. No known surgical intervention has occurred to date. No additional relevant information has been received to date.